Event description:
It was reported that the health care professional (hcp) wanted to review stored ventricular episodes and atrial tachy response (atr) episodes on this pacemaker. Technical services (ts) reviewed the device data and noted a rate of approximately 180 beats per minute (bpm), which was consistent with temporary pacing typically used during a transcatheter aortic valve replacement (tavr) procedure. Ts determined that the stored episodes were likely due to oversensing of external pacing during the procedure. The patient was noted to be in normal sinus rhythm prior to the procedure, and there was no pacing inhibition. No adverse patient effects were reported. This pacemaker remains in service.